Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited rising/elevated thresholds that over time became high. It was addition ally noted that the patient experienced intermittent diaphragmatic stimulation and it was determined the stimulation occurred with any configuration involving lv1 and lv2. The lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.